Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer stated feeling of symptoms of their blood glucose levels. The customer treated with syringes. Customer's current blood glucose value was 436 mg/dl and the blood glucose was 400 mg/dl at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) morning. The blood glucose value when admitted to hospital was 400mg/dl. The customer complained about hyperglycemia. The customer wearing the pump at time of hospitalization. Customer alleging possible pump under delivery because blood glucose has been high and stated don't think blood glucose pumping any insulin. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.